Event description:
The patient's doctor reported on an online website the patient developed an infection at the pod¿s insertion site (leg). Over 12 days, an abscess developed and grew to walnut size (3 cm) on the left leg. The abscess was surgically removed and the wound was rinsed, cleaned and treated with a sterile wound dressing. Antibiotics were not required.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.